Event description:
The blade inside the total knee pack have broken. No injury was reported, but because of the vague description, clinical data have been requested. No response from the customer received as of this date.